Manufacturer narrative:
Complaint confirmed, the device does not function and the jaw could not be completely actuated/closed. The cause is undetermined. Nothing broke off from the device.

Event description:
On 02/07/2022, it was reported by a facility representative via sems that an ar-41026 megabiter is broken. This was discovered during use with no impact to the patient. Additional information requested.